Event description:
(B)(4). Initial info received on (B)(6) 2013. The dentist reported that on (B)(6), 2013, she used a schein premium 30g short needle on a (B)(6) female patient in an inferior alveolar nerve block. The needle broke off in the patient's mouth after the patient coughed. They were unable to retrieve all the pieces so they sent the patient to an oral surgeon to have it removed. The pt was sent on (B)(6) 2013 as well as (B)(6) 2013 to a different oral surgeon to see how they were going to remove it. Add'l info received on (B)(6) 2013 form follow up with dentist. The dentist reported that following the patient's visits to the 2 oral surgeons, one of the surgeons consulted stated that it was difficult to locate the broken needle and then suggested not to attempt removal until after some months to prevent further damage and injury.